Manufacturer narrative:
It was reported that the patient experienced a "critical battery" alarm. Log files were analyzed and confirmed the alarms. The controller was exchanged and returned to the manufacturer. There were was no reported effect on the patient. Review of the controller revealed that it passed visual and functional testing. However, log file review outlined the presence of critical battery alarms as reported by the patient. The most likely root cause of the reported event was found to be a communication error between the controller and the batteries. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately.

Event description:
It was reported that the patient experienced a "critical battery" alarm. Log files were analyzed and confirmed the alarms. The controller was exchanged and returned to the manufacturer. There were was no reported effect on the patient.